Event description:
I bought the clear care plus hydrogen peroxide 3 percent, cleaning and disinfecting solutions for my contact lenses. Once I placed the contact lenses from my eyes from the solution, my eyes feel burning sensation. I have to take it out and makes my eyes (right) really red. I was in tears for at least 5-10 minutes and keep washing my eyes with warm water. I put this aside maybe will have a recall soon. Until now I cannot see any recall. Dose or amount: 355 ounces. Frequency: once a day. Route: disinfecting solution. Dates of use: (B)(6) 2016. Diagnosis or reason for use: disinfecting solution for my contact lenses. Event abated after use stopped or dose reduced: yes.